Event description:
It was reported that the pt presented in clinic for a follow up visit. The pulse generator exhibited diagnostic anomaly. The device software was downloaded from the programmer into the device. After re-interrogation, rv lead threshold column appeared to be unmeasureable. After ending the session and re-interrogating again, the device went back to normal. The device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.